Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having shoulder pain to the left side of the pacemaker. The pain was causing nerve irritation in the neck and numbness in the patient's face. Follow-up attempts were unable to determine if the events were device related. Records indicate that the device remains in use. No further patient complications were reported as a result of this event.